Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-07047, 07049. It was reported the pt was not receiving effective stimulation. The sjm representative met with the pt for reprogramming and determined two contacts had invalid impedances and two contacts had low impedances. It was reported imaging showed a possible kink in one of the leads. The physician planned to undertake surgical intervention to explant the scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.